Event description:
Patient undergoing fistulogram and declotting of their arterio benous graft. Blood vessel tore and hemostasis attempted in angiography but failed. Surgeon consulted and patient taken to the operating room for open repair of the blood vessel.